Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: lasso circular mapping catheter; carto 3 mapping system. (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4) the devices were not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that two patients in the acenocoumarol group underwent pulmonary vein antral isolation for atrial fibrillation and experienced significant groin hematomas. The patients were treated conservatively and discharged on postoperative day 2. Per response received from the author, bwi device which was used in procedures did not led to the reported patient consequence. The author assessed that the causality of adverse event was procedure-related. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, these events are unrelated to the device and most likely related to the procedure. Title: "low dose dabigatran versus uninterrupted acenocoumarol for peri-procedural anticoagulation in atrial fibrillation catheter ablation." The purpose of this study was to analyze the outcome of uninterrupted anticoagulation with acenocoumarol versus dabigatran with two-dose interruption in patients undergoing left atrial ablation for atrial fibrillation. The study was conducted between june 2013 and september 2014. Suspect device is navistar thermocool ablation catheter, however catalog and lot number are unknown. Concomitant products were used during this study: lasso circular mapping catheter, carto 3 mapping system the awareness date for this complaint is 10/22/2015 because the article was reviewed on 10/22/2015.